Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited; fracture, high undefined impedance and noise (false positive atrial events). The lead remains in use with no action taken. No patient complications have been reported as a result of this event.